Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited high out of range pacing impedance measurements greater than 2,000 ohms and high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The physician will continue monitoring. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.